Manufacturer narrative:
Abbott field service resolved the issue by replacing the ict probe and ict module which were identified to be the likely causes. No subsequent reports involving ict module performance have been received since the ict probe and ict module were replaced. A review of complaint and trending data for the ict probe and ict module identified no issues or trends. A review of the clinical chemistry systems tracking and trending data revealed no issues or adverse trends related to the complaint issue. The architect c16000, c8000 and c4000 erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect c8000 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated sodium results on the architect c8000 analyzer. Sample ID (B)(6): initial 163 mmol/l, repeat second analyzer 142 mmol/l. Sample ID (B)(6): initial 166 mmol/l, repeat second analyzer 144 mmol/l no specific patient information was provided and no adverse impact to patient management was reported.